Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at kyoto university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a low speed operation alarm sounded when the patient switched from batteries to the power module. After the power source exchange, the red heart alarm sounded. The patient was asymptomatic and connected back to battery power. The patient came to the hospital. The medical engineers reviewed the system controller log file and saw a pump stoppage event. The x-rays were unremarkable. An issue with the percutaneous lead (driveline) was suspected. A pump exchange was completed on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (driveline) can be confirmed based on the evaluation of returned heartmate ii lvad. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the driveline and examination of the underlying wires revealed a breach in the insulation of the green wire, approximately 2 inches from the pump body. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the green wire were exposed. The breach in the insulation of the green wire appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage, such as crushing or pinching. No other insulation breaches were noted. If the exposed conductors of the compromised green wire made contact with the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting electrical short to ground would have caused the low speed and pump stop events captured in the submitted log file. The disruption in the green wire would have also affected wire phase a and would have interrupted function as a result of a phase to phase short if the exposed conductors made direct or simultaneous contact with the braided shield if the device was supported by batteries. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.